Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. Failure event observed during analysis. Final analysis found, as received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found normal. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Related manufacturer reference number: 2017865-2023-15668. It was reported that the patient presented in the hospital due to infection. During the explant procedure, it was noted that the pacemaker pocket was open due to pacemaker pocket erosion. The entire pacemaker system was explanted due to infection and pacemaker pocket erosion. The patient's condition was stable.

Event description:
Related manufacturer reference number: 2017865-2023-15666 related manufacturer reference number: 2017865-2023-15668. It was reported that the patient presented in the hospital due to infection. During the explant procedure, it was noted that the pacemaker pocket was open due to pacemaker pocket erosion. The entire pacemaker system was explanted due to infection and pacemaker pocket erosion. The patient's condition was stable.